Manufacturer narrative:
Concomitant medical products: product ID 39286-65, serial# (B)(4), product type: lead.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for radiculopathy. The patient stated that they quit using their stimulation within the last 2 or 3 years because their pain had gotten worse about 3 years ago. They would have to increase stimulation so high to get any sort of relief that the stimulation itself was painful. The patient stated that their lead was replaced in (B)(6) 2017 to reach higher up on their spine. No further complications were reported/are anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.